Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with power error alarm due to connector resistance issue. (B)(4).

Event description:
The customer reported via phone cal that their device says power error detected and it stops insulin delivery. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advised to disconnect from the device and to refer to their health care provider¿s instructions. No further details or information available. The device was returned for analysis.